Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a bolus anomaly. The customer's husband stated that the blood glucose reading was high in the 400 mg/dl range. He mentioned that there was a 20 unit difference between an old glucose meter and the bayer contour next link. He expressed some concerns with the bolus features; however, he declined assistance with any of the issues. Nothing further reported.